Event description:
Pt exhibited symptoms of valve failure. Testing indicated a leaflet problem. However, when examined on reopen the surgeon noted both leaflets opened and closed in the relaxed state. The valve was explanted and replaced with a tissue valve.